Event description:
The patient reported blood glucose results of "245, 166, 272, and 134 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.